Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during previous therapy. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp stated, he cycled the power and the hc alarmed se 2367. The hp stated, he had to cycle the power again and the hp went to press go to start. The hp stated, he did the setup again and was able to complete his therapy. The technical service representative (tsr) asked the hp to turn the hc on. The hc went to press go to start. The tsr reviewed the alarm log. On (B)(6) 2012 at 4:54am, se 2367 and at 4:50am se 2240. The tsr explained, the se alarms to the hp and recommended the hp contact baxter for assistance with the se alarms. The tsr recommended the hp contact the nurse about the alarms and being connected in priming. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.